Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that there was an informational power on reset (por) code seen. There were no falls or traumas that could be related to the issue. The patient hadn't had any recent medical tests or emi environmental exposure. The steps for clearing the por were reviewed. The patient was successful in clearing the por. The patient turned the therapy back on and it was adequate. The issue was resolved. No further complications were reported.